Manufacturer narrative:
Complete information for patient identifier: (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity).

Event description:
The customer reported the physician suspected falsely elevated architect troponin results were generated for a patient on the architect i2000sr. The customer stated (B)(4) generated the following architect results: 5.3 ug/l (positive) and 5.9 ug/l (positive) (reference range <0.026 ug/l). Additional information was received that stated the patient was tested on other platforms and generated a result of 0.114 ug/l on roche and 0.07 on ortho, which were both positives. This patient was tested at the end of july and generated an architect result of 0.223 ug/l (positive) and alinity results of 5.9 and 6.4 ug/l and 6.3; after double dilution 3.3, 1.8, 0.9 ug/l. It was noted that the patient has a history of myocarditis. There was no reported impact to patient management.

Manufacturer narrative:
This follow up is being sent as additional patient information was provided on 21 aug 2021. Section a2- age at time of event and age units (patient) as well as section a3- gender, have been updated to reflect this additional information. An evaluation continues to be in progress. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A ticket search was performed for the architect stat high sensitive troponin-I reagent, lot 27304ud01 and determined that the reagent lot performs as expected. A review of tracking and trending for the architect stat high sensitive troponin-I reagent did not identify any trends. The historical performance in the field for lot 27304ud01, was evaluated using worldwide field data. The results of the review determined the median population result for the lot is within established baselines and comparable with all other lots in the field, confirming there is no systemic issue. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Per the limitations of the procedure section of the package insert, any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or product deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 27304ud01.section h6 medical device problem code is being corrected from a090804 to a090809